Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that four days later, she woke up feeling hungry and weak. At 10:10 am that morning, she tested with the subject meter and obtained a result in the "220 mg/dl" range. In response to the reading, the pt claimed she took an additional pill of glucovance (.5mg) at 10:45 am. Sometime after taking the increased dose of oral medication (time unknown), the pt reported that her blood sugar "dropped". At the time of the symptoms, the pt claimed she tested her blood glucose, obtained a reading of "56 mg/dl" and then treated self with food and drink. The pt stated that she felt better after the self-treatment. On an unspecified date/time, the cca noted that the pt obtained blood glucose readings of "97 and 125 mg/dl" with the subject meter, performed greater than 20 minutes apart. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and cleaning the puncture area correctly. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.